Event description:
No cosmetic damage noted on pump assy. Blank display due to broken j1connector on lcd board and broken connector.

Manufacturer narrative:
No cosmetic damage noted on pump assy. Blank display due to broken j1connector on lcd board and broken connector.